Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements. There was also an increase in the pacing threshold measurements. It was noted that this rv lead was surgically abandoned and replaced during a cardiac resynchronization therapy defibrillator (crt-d) exchange procedure. No additional adverse patient effects were reported.